Manufacturer narrative:
(B)(4): premature sled movement the sc60a device was received for analysis with no visual non-conformances, in the lockout position and with an ecr60b cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during a laparoscopic surgery of the lung, the device was locked out. Another device was used to complete the case. There were no adverse consequences for the patient. Additional information: on what tissue type was the device used? At what location on the tissue? The device was not fired at all. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No information. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Before the 1st. If echelon, during which stroke did the event occur? Before firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? The device was not fired. Was buttressing material utilized? If so, which product? No information. Was the instrument fired across or near an existing staple line or clip? N/a. Were any unexpected noises heard? If so, when? N/a. Were any of the forces higher or lower than expected (closing, firing, or opening)? The jaw was not opened. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No information. Was there any difficulty removing the device from the tissue? N/a. Is there any other additional information you would like to share about this device or procedure? The jaw could not be opened after the jaw was inserted into the chest cavity. The device was not fired at all. After the device was removed from the patient, the jaw was opened with the manual knife reverse switch.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.